Manufacturer narrative:
Date of event was reported as a couple of years ago. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had to be reprogrammed after going through airport security without turning the ins off. This had occurred a couple of years ago. The patient stated that they were not told that they needed to turn the device off when going through security. The patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.